Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: date of event: unknown. Additional information received from applied medical ce via email on 21apr26: we have received one unit associated with complaint (B)(4) however, under complaint (B)(4), two cngl2 units were returned, both exhibiting sheath separation from the inner ring (see attached photos). One of these units had a clearly detached sheath. For the second unit, the sheath separation was not immediately visible; I had to unroll the inner ring to observe damage to the alexis, so it is possible the customer returned this device without realizing it was damaged. Based on this information, we will need to create a new complaint to account for the second device returned under complaint (B)(4). Intervention: ni patient status: na (before use).